Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was not working. The customer¿s blood glucose level was unknown. The customer reported that it just stopped working and kept saying for a new battery and replaced a new battery. It was reported that the metal piece in the inside of the cap was missing. The customer insulin pump will not be returned for analysis.